Event description:
The complaint/event involved a transpac® it trifurcated monitoring kit w/safeset¿ reservoir, 60" tubing, 3 03 ml flush device and 2 needleless valves. The reporter stated that the transducer set failed on an unstable patient that was on multiple inotropes. After performing a line change, the blood pressure reading was unavailable. The initial pressure reading had displayed but then the line went flat and displayed 300/300 then +++. The transducer kit was re-zeroed and subsequently displayed a trace and readings but just a few moments later it went back off. The arterial line was checked for patency. The line was able to flush and aspirate. The transducer set and line were checked; however there was no obvious problem identified. A line change was unable to be performed on a second set due to these issues and instability. There was no human harm reported as a result of this complaint/event due to the quick intervention of the clinical staff.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non-conformities were found that would led to the reported complaint.